Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream xc-2.4. The guidewire was in the device. The device and the catheter shaft were analyzed for damage. The thruway guidewire used was returned. The catheter shaft showed a kink located 1cm from the tip. The guidewire was in the device and showed a heavy clot burden adhered to the wire and possibly into the tip of the catheter. The device was set up per the instructions for use. The device primed and functioned as designed. The guidewire was pulled from the device with a slight restriction due to the clot on the wire and tip. The wire showed multiple bends and small kinks. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the guidewire. Both the catheter and guidewire were removed together from the patient. There were no patient complications.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure in the peripheral superficial femoral artery. The procedure was indicated for in-stent restenosis. During the procedure, inside of the patient, the catheter became entrapped on the guidewire. Both the catheter and guidewire were removed together from the patient. There were no patient complications reported.